Event description:
The customer reported receiving hemoglobin and hematocrit (h and h) check failed message and erroneous elevated hgb and wbc results on the coulter coulter lh 750 hematology analyzer station, post routine, customer performed maintenance. Routine maintenance included cleaning the blood sampling valve, f85, f87, and f93, cleaning the needle bellows and the manual sampling probe and rinse trough. Erroneous results were not reported out of the laboratory; hence, patient treatment was not impacted by this event. Beckman coulter, inc. Requested instrument printouts; however, they have not been provided; therefore, additional parameters and instrument flags could not be evaluated. The customer performed f06, cleaned the bsv and stop bar again, but the problem persists. The customer requested onsite service to be dispatched. Sample information such as collection, tube, and centrifugation was not provided. Patient samples were run before and after maintenance; wbc and hgb results were higher in both modes, compared to previous results run before the maintenance was performed.

Manufacturer narrative:
The unit is currently performing within qc specification with respect to control (accuracy) and reproducibility (precision). Field service engineer was on site and found the psi line to the wbc diluent pump was loose. The tubing popped off of the exit port of the check valve (cv53-b). The fse re-tubed choke/check valve assay to wbc diluent pump, which he indicated may have stretched and become loose over time. The cause of the event was the loose psi line to the wbc diluent pump. (B)(4).